Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was examined. A portion of the tip has fractured off of one side, indicating that an off-axis force was applied to the device during usage. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver broke off while adjusting the height of a pedicle screw during surgery. The screw and tip were removed, and an alternative screw and driver were used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke off while adjusting the height of a pedicle screw during surgery. The screw and tip were removed, and an alternative screw and driver were used to complete the procedure. There were no reported patient impacts associated with this event.